Event description:
The patella was revised due to loosening and shearing off of the pegs.

Manufacturer narrative:
The patellar component cannot be evaluated for the reported peg shearing as the device has not been returned for eval. A review of the device history record for this patellar component was not possible as the lot code has not been supplied. Attempts to obtain the device and lot code info have been unsuccessful. The info provided in the medical opinion stated that "micromotion caused shearing of pegs."